Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise observed at regular intervals the day after implant. It was suspected this could be due to chatter between ring electrodes on this lead and the capped lead as implant locations were fairly close. Programming to unipolar eliminated the noise. Evaluations with posturals and isometrics to rule out a lead integrity concern were not performed as the implant was so recent. Lead remains implanted.